Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stopped working while programming a pacemaker dependent patient. It was also noted that they stylus was broken. The stylus was replaced and the programmer remains in use. No patient complications have been reported as a result of this event.